Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a pulmonary embolism and right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists peripheral thromboembolic events, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Section under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. A direct correlation between the device and the reported peripheral thromboembolism, right heart failure, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired due to pulmonary embolism and right heart failure. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. No further information provided. The manufacturer is closing the file on this event.